Manufacturer narrative:
The customer reported that the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: vessel locator wings collapsed. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted femoral arteriotomy closure after a diagnostic procedure. The vessel locator wings collapsed and the device was pulled out of the body. Hemostasis was achieved with manual compression. There was no adverse pt sequela. Though requested, no additional information was provided.